Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the tubing of the existing pump component was too short. The pump had also migrated to a higher position in the scrotum. The existing pump was explanted and replaced with a pump which had longer tubing. There were no patient complications during the procedure. The patient was reported to be doing well after the surgery. The explanted pump is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.